Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. P-cap / reservoir locks properly into place. Unit passed displacement test. Unit received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring had missing segments. Customer stated that reservoir cannot be locked in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.